Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use endobronchial ultrasound aspiration needle was tilted, was not coming out and did not puncture. The malfunction was identified before a diagnostic endobronchial ultrasound (ebus) procedure. The procedure was completed using a similar device. There were no reports of patient harm.